Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/28/2024. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/2/2024 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: was wound dehiscence observed due to the suture breakage? Yes.dermabond advanced was over top as well. ¿ was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. New dressing. Secondary healing. ¿ if medication was required, please clarify if it was prescription strength. No ¿ please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) dr. Ballantyne and pa-c. ¿ please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Lot number in question was no longer available. Different lot number used in procedure I was present for. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported that the suture is also breaking post op once patient is at home. Customer is using dermabond advanced on top of incision. This issue is also occurring at a sister campus. There was no patient consequences reported. Additional information was requested.